Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to request service for a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed an event code logged in the memory which is related to a potential failure of the device to deliver defibrillation energy.